Event description:
The access pin has no cover. Nurses are expressing concerns regarding the viability to keep the pin sterile following removal from the package. The old style 312804 with the needle had a cover.